Event description:
During the implant procedure, the right ventricular (rv) lead was unable to implant due to difficulties navigating the rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.